Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  After replacement of the battery wire harness and rear case assemblies, proper device operation was observed through functional and performance testing.  The device has since been returned to the customer for use.

Event description:
It was reported that the customer's device powered itself off.  When the issue was observed, the device was also incorrectly indicating that ac power was connected. There was no report of any patient use associated with the reported issue.